Event description:
Initial reporter indicated to a manufacturing consultant that a vns patient was referred to their office for high lead impedance. It was discovered that only a normal mode test was performed and no system diagnostic testing was done prior to the patient being referred to the surgeon. The patient will be returning to their physician's office to have further diagnostic testing performed on their vns device. The site was informed that if they receive high lead impedance on the patient's system diagnostic testing to program the vns off. Clinic notes reviewed on the patient documented that their has been a slight increase in their seizures. It is unknown if the increase in seizures is above the patient's pre vns seizure rate. Good faith attempts to obtain additional information have been unsuccessful to date.